Event description:
Technologist was standing behind the acquisition work station (aws) facing the x-ray shield and the pt was standing facing the wall to the right of the gantry. The technologist turned to her right slightly with her head down to hang an apron and the pt was still in the same position when the x-ray shield suddenly shattered. The technologist and pt stated they did not touch or bump the glass in any way prior to this event. The technologist rec'd some minor lacerations on her arm, hands, and neck at the shoulder. The technologist was not treated by a physician, but was looked at by the nurse that is on staff at the site. The pt did not receive any injuries.

Manufacturer narrative:
An hologic field engineer was dispatched to the site to inspect the acquisition work station (aws) and environment. The field engineer found no indication of what caused the event. The system has been installed at the site since (B)(4) 2011. The field engineer replaced the x-ray shield on the system in question and inspected the x-ray shields on the fifteen remaining selenia dimensions systems at this site for stress, chips or cracks. None were found. There mounting hardware was also inspected and it was determined they all had the correct components and were properly mounted to the aws. The x-ray shields are made of tempered glass (safety glass). Tempered glass breaks into smaller irregular shaped pieces instead of sharp shards as with non-tempered glass. Samples of the broken x-ray shield were sent to the glass MFR for eval. It was confirmed the pieces were tempered glass, but the cause of the failure could not be determined. At this time, hologic has not identified a cause for this incident, but continues to work with the glass MFR to ensure the x-ray shields continue to meet safety requirements.